Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the customer reported insulin pump was under delivering insulin. Customer stated insulin pump passed high pressure and displacement test. Customer experienced high blood glucose of 256mg/dl and current blood glucose level was 119mg/dl. Customer treated with manual injection or insulin pen. Customer was using insulin pump within 48 hours of the reported event and auto mode was not active. Customer stated insulin pump was not working properly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.